Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found kinked and was not used.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The penumbra system 5max ace reperfusion catheter was fractured approximately 39.0 cm from the hub. The complaint has been evaluated. The complaint indicates that upon opening the penumbra system 5max ace reperfusion catheter packaging they found the catheter cracked in two pieces. Evaluation of the returned product confirms that the penumbra system 5max ace reperfusion catheter proximal shaft was fractured. This type of damage typically occurs if the product is improperly handled during removal from the package or in use. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.